Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of low pacing impedance, r-wave amp variation, micro dislodgement, inadequate capture, were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification, sensitivity test, and pacing impedance measurements which showed normal device characteristics without any anomalies contributing to reported event of high pacing impedance, r-wave amp variation, or inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited high capture thresholds, decreased r-wave amplitude sensing, and decreased pacing impedance. The suspected cause was micro-dislodgement that occurred as the device changed orientation. The lp was explanted and replaced. The patient was in stable condition post-procedure.